Event description:
It was reported that an ilet device¿s housing at the display area split in half, consistent with a loss or failure of bonding of the display component; the patient transitioned to insulin injections and blood glucose was not impacted, with no alerts or alarms reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem at the display component consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.